Event description:
The customer reported that the unit has a burning smell. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit has a burning smell. There was no reported pt involvement. We are considering this a malfunction based on the customer report. This product has been out of support since (B)(4) 2006. Philips informed the customer that this unit is out of support. The lack of availability of replacement parts means that philips/customer will be unable to determine conclusively which, if any, assembly failed. No further investigation is possible.